Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, the following message was displayed: ''[65] technical issue. Rf has been automatically deactivated due to external activations on(B)(6) 2019. Please reactivate it if needed''. The patient had previously reported some communication issues with the associated home monitor. Therefore, it was replaced by another one on (B)(6) 2019. However, the communication issues persisted (patient initiated transfer button lighting in red). Preliminary analysis revealed that the rf was deactivated for this device because the time of communication with the home monitor exceeded the limit time allowed for this action (36 minutes) on (B)(6) 2019, most probably due to the presence of polluters in the environment, or the distance between the implant and the home monitor. The device behaved as specified.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, the following message was displayed: ''[65] technical issue. Rf has been automatically deactivated due to external activations on (B)(6) 2019. Please reactivate it if needed''. The patient had previously reported some communication issues with the associated home monitor. Therefore, it was replaced by another one on (B)(6) 2019. However, the communication issues persisted (patient initiated transfer button lighting in red). Preliminary analysis revealed that the rf was deactivated for this device because the time of communication with the home monitor exceeded the limit time allowed for this action (36 minutes). On (B)(6) 2019, most probably due to the presence of polluters in the environment, or the distance between the implant and the home monitor. The device behaved as specified.